Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the surgeon said the reload unit tr35w came out of the device cartridge half and was found in pt abdomen. The surgeon also commented that the jaws of the device did not open easily after firing. The case was finished with a new device. There was no consequence to the pt.